Event description:
Health care professional (hcp) reported during hospitalization for pleuritic pain from cracked ribs due to coughing, the home pt (hp) became uremic while using the homechoice cycler to automated peritoneal dialysis thereapy. Health care professional states the hp had been in the hosp for approx 1 week before he started experiencing nausea and vomitting. According to the health care professional, the hp had a bun of around 90 and phosphate of around 16. Health care professional states that the health care professional's in the hosp were unfamiliar with baxter equipment and called her for questions. Health care professional states the nephrologist at the hosp informed her that the homechoice cycler was programmed for 1000 ml fills, however, the prescribed therapy was for 2000 ml fills. Health care professional states the hp has a history of non-compliance and feels that when she instructed the hp over the phone to program the fill volume for 2000 ml, the hp set the therapy at the volume he wanted. Healthcare professional further relates that the hp has a history of non-compliance and was repeatedly discontinued automated peritioneal dialysis therapy prior to completion. Healthcare professional states she went another healthcare professional from the dialysis facility to the hosp to correct the proframming on the homechoice cycler, however, was unable to do so as the hp left the hosp against med advice. According to the healthcare professional, the hp is now in a different hosp where he is receiving dialysis. Healthdcare professional states she does not know what the current program is set at on the hp's homechoice cycler nor does she have the time to reprogram it, however, she feels that he is being properly dialyzed at the hosp.